Event description:
The customer reported that the zipper is not staying closed even when clipped the zipper migrates open until the clip engages. There was no pt injury reported.

Manufacturer narrative:
(B) (4) zipper not staying closed. Window side b zipper slider body is open. Panel side a lower panel has 6 inch broken stitches on tape. Panel side a the drainage port has 1 inch broken stitches. Window side a zipper slider is missing. (B) (4).